Manufacturer narrative:
Device expiration date: unknown. Device manufacture date: unknown. Investigation summary: one used primary set, model 2420-0007, was received by the customer for investigation. One bottle of zoledronic acid was returned attached to the drip chamber and a used IV catheter was returned. Upon visual inspection of the primary set, it could be observed that the silicon tubing pumping segment was disconnected from the lower fitment. No other defects were observed. The customer's complaint that the tubing came apart above the blue "cassette" while infusing was verified. The expected retainer ring for this engagement was received as well. A device history record review could not be performed on model 2420-0007 because a lot number was not provided by the customer. Visual inspection under magnification was performed on the silicon pumping segment. Indentation from the retainer ring could be observed, indicating that the retainer ring was properly aligned during the manufacturing process. The root cause of the set separation could not be determined. However, at some point the set may have been pulled or stretched beyond the retention specification between the silicone segment and the set¿s lower fitment during use or set loading. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: visual inspection under magnification was performed on the silicon pumping segment. Indentation from the retainer ring could be observed, indicating that the retainer ring was properly aligned during the manufacturing process. The root cause of the set separation could not be determined. However, at some point the set may have been pulled or stretched beyond the retention specification between the silicone segment and the set¿s lower fitment during use or set loading.

Event description:
It was reported that the gem v/nv 20d 1cv 2ss dehp free experienced component separation. The following information was provided by the initial reporter: we have a defective IV set product # 2420-0007 from our outpatient infusion center. Set came apart while drugs were being infused into patient. I have the set here to return to bd for investigation.